Manufacturer narrative:
MFR's investigation determined that the power cord had been stuck under a caster wheel and frayed, causing the bed to not properly receive power.

Event description:
It was reported that the bed keeps losing power. No adverse consequences alleged.